Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported this lead was found to be fractured in a dependent patient. There were issues with impedance measurements, noise and loss of capture.